Event description:
Clinic notes dated (B)(6) 2015 note that high impedance was observed (>10,000 ohms). It was noted that the seizure control remains good and that the patient would be referred to neurosurgery. No known surgical interventions have been performed to date.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement. It was reported that the explanted devices were lost; therefore, no product analysis can be performed.